Manufacturer narrative:
(B)(4). The site has indicated that the incident sample will not be returned. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Manufacturing non-conformances were reviewed. No entries pertinent to the customer's report were noted.

Event description:
The customer reported that the jaws of the device were sticking during a laparoscopic salpingo oophorectomy. The jaws were cleaned frequently. The tearing caused additional bleeding, which was reported to be less than 500cc¿s. It is unknown how the bleeding was stopped. No unanticipated tissue loss or damage occurred. A new device was opened to complete the procedure.